Manufacturer narrative:
See MDR #1920664-2007-01566 for the intraocular lens used with this delivery device.

Event description:
The haptic bent during the insertion of the lens into the patient's eye. The lens was removed and replaced.